Event description:
The pt developed arrhythmias and palpitations that occurred only when the stimulation was on. This was documented with EKG. It was unk how long or how frequently this occurred. The pt had no history of cardiac issues. It was also noted that she had a left bundle bridge block. She had cervical placement for rsd and did not have this problem in the past. The pt also experienced shocking/jolting sensations along with stimulation in the wrong location. She was not getting as good of pain coverage as she used to. X-ray showed that one of the leads appeared to have moved. The pt is a home health nurse and travels extensively for her jobs; she was well informed about her care. The manufacturer rep was scheduled to meet with the physician and check impedances and x-ray. Further info is being requested from the hcp.